Event description:
The patient had the pump and catheter removed due to an infection. The device system was not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.